Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition that the device had an abnormally high temperature was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the reported condition that the device displayed an error was confirmed. The assignable root cause was determined to be due to component failure from normal wear. Initial reporter phone number: (B)(6). Initial reporter address: complete address was not available. UDI: (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the motor device temperature was abnormally high and displayed and e8 (system fault) error code. There were no reports of surgical delay. It was unknown if a spare device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.